Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not audibly sounding any alarms during setup, but the alarms were sounding at the central nurse's station (cns). Nk's cits had them reboot the bsm and ensured that all alarms were enabled. The bme used simulated data to create the alarms. Ts had him switch the bsm from the ICU to the or, then back to the ICU to try and reset the alarm settings. There were still no audible alarms coming from the bsm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains limited information, as an attempt to obtain the information was made, but not all of it was provided: d10. Attempt # 1: 11/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: bsm: model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 02/13/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Cns: model #: cns-6801a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not audibly sounding any alarms during setup, but the alarms were sounding at the central nurse's station (cns). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not audibly sounding any alarms during setup, but the alarms were sounding at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was not audibly sounding any alarms during setup, but the alarms were sounding at the central nurse's station (cns). Nk's cits had them reboot the bsm and ensured that all alarms were enabled. The bme used simulated data to create the alarms. Ts had him switch the bsm from the ICU to the or, then back to the ICU to try and reset the alarm settings. There were still no audible alarms coming from the bsm. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and repair. During the evaluation, they found that the label logo, (mu-651ra) was missing and the operation panel was peeling off. During testing, the reported issue was duplicated, and the cause was determined to be software corruption and the failure of a hardware component within the operation panel. Nk will continue to monitor and trend. The following field contains limited information, as an attempt to obtain the information was made, but not all of the information was provided: additional device information: d10. Concomitant medical device: the following devices were used in conjunction with the model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 02/13/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Cns: model #: cns-6801a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.